Manufacturer narrative:
Carefusion¿s failure analysis lab evaluated the alleged faulty user interface module and was able to verify the reported issues. They found that the thermistor, which is normally rated at 15ohm (12ohmmin-18ohmmax) was measuring 22.2ohms. It was determined that the thermistor being defective (out of range), was the root cause for the intermittent ¿dark/ blank¿ screen. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. They also found that the user interface module was not holding time, as a result of a sticker that was covering the negative side of the battery and causing no electrical contact. Findings/root-cause: defective thermistor on the control pcba, negative side of battery covered with a protective sticker.

Event description:
Biomed at one of the user facilities reported a user interface module (uim) touch screen that remains dark (sometimes), during initial start-up. According to the biomed, the ventilator boots up fine, however the screen is blank and the led's are lit. The user facility wanted to purchase a new user interface module and have the biomed install it for them. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support placed an order for a replacement user interface module, and issued a returned goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was received on april 2, 2015 and is awaiting evaluation. Once evaluated, a follow-up medwatch report will be submitted.